Manufacturer narrative:
A ge service representative performed an on site investigation. The video connection in the ccd camera assembly was repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up; however, the fse found that the system was not able to produce a fluoroscopic image. There is no report of injury or death associated with this event described in this complaint.